Manufacturer narrative:
The technician found the foot end brake caster was damaged. He replaced the caster and caster support to repair the bed.

Event description:
Info rec¿d indicates the brake is not holding.